Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the minicap. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photo of the sample was received and evaluated. A visual inspection noted a slit at the edge of the cap. The reported event was verified since the device failed to meet product specifications for the reported damage. The cause was determined to be due to a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.